Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The questionnaire shows antibiotics may not have been used pre-operatively, and the site may not have been irrigated before closure which may have contributed to the occurrence. In addition, the patient has poor skin quality. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection may be related to the patient being a poor candidate due to health, weight, age, or mental capacity (user error - clinician).

Event description:
The patient reported an infection and their wound was healing slowly. Antibiotics were prescribed and the device was explanted on (B)(6) 2021. No further issues have been reported.